Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a crack was found in the filter with leakage onto the patient's bed while infusing tpn. The filter was replaced; there was no report of patient harm.

Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of a leak in the tubing was confirmed. Visual inspection observed that the female luer on the extension set had an 11.92 mm crack. Functional testing was performed; the set began to leak at the female luer crack. The root cause of the leak was determined to be a crack in the female luer. The origin of the crack is unknown.

Manufacturer narrative:
Additional information provided from customer (B)(4).

Event description:
Received a medwatch report which stated: "PICC line had blood flowing back up tubing. This rn flushed and checked for leaks in tubing and connectors. Connector removed by PICC rn . After approximately 5 minutes of line infusing blood was starting to back flow again. The PICC rn was notified again, bed wet with tpn and a crack was found in the tpn filter, the filter was replaced. PICC line no longer backing up with blood after filter changed.